Event description:
It was reported that the insulin pump may have been exposed to moisture and the unit is no longer functioning. The patient stated that the device was worn during a swim. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Insulin pump had a corroded keypad traces during visual inspection. All buttons are functioning properly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.